Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The receiver was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. The receiver was charged and will boot. The receiver log was reviewed. Egv log and diagnostic chart shows a loss of connection occurred within the relevant dates of this investigation. A receiver functional test was performed and passed all relevant testing. While trying to perform pairing test the receiver started 'perpetual rebooting' and a pairing test could not be performed. The reported customer complaint was confirmed. The root cause could not be determined post investigation.